Manufacturer narrative:
D4: catalog # 2426-0007. D4: UDI # (B)(4). G.5. PMA / 510(k)#: k944320. H6: investigation summary: one sample was received for quality investigation. The customer complaint of component damage - no leak was verified by visual inspection. Examination of the sample received indicates that the infusion set was missing the male luer lock connection at the distal end of the infusion set. Inspection of the tubing indicates that there is a lack of solvent on the tubing. The separated components of tubing were not submitted and therefore could not be investigated. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. A root cause for the issue seen in this complaint could not be fully determined because the full sample was not returned for investigation. Based on the investigation of the sample received, the probable root cause for the issue seen in this complaint is the lack of solvent at the connection point between the tubing and the missing component. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported that the unspecified bd¿ infusion set tubing detached at the luer-lock connection during use. The following information was provided by the initial reporter: "ive tubing completely detached at luer lock attachment clean break with smooth edges".

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. The initial reporter also notified the FDA via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd" infusion set tubing detached at the luer-lock connection during use. The following information was provided by the initial reporter: "ive tubing completely detached at luer lock attachment clean break with smooth edges"